Event description:
It was reported that during preparation for an unspecified procedure, an issue with the guide wire coating occurred. While the physician was prepping a 035/180 zipwire hydrophilic guide wire, it was observed that the coating had dislodged from the guide wire. The procedure was completed with another 035/180 zipwire hydrophilic guide wire. No patient complications were reported.

Event description:
It was further reported that a special "plastic" terumo needle was used during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the specimen presents an overall length of 181.00cm and a finished diameter of .03005'' to .03380''. A .0350'' gage bushing passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. After injecting the dispenser assembly with approximately 10cc of room temperature saline, the specimen was removed from the dispenser with some difficulty. The specimen and dispenser assembly presents extensive deposits of blood-like material the specimen presents a large radius bend over the distal 14cm with cyclic bends and camber from 5.5 to 15.5cm from the distal tip detectable under visual and tactile examination consistent with manipulation of the device within a constraint condition, when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen met specification. Microscopically the specimen coating appears to be smooth and consistent with visual indications of wear and abrasion in the wavy material region and deposits of blood-like material over the entire length of the specimen device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.